Event description:
User experienced discrepant hcg results for one patient. Initial result was 0.563 iu/ml. The same sample repeated in 2008 gave 341.7 miu/ml. The physician did not believe the result and asked for the test to be repeated. The repeat result was deemed correct as per pt's previous results documented. The field service rep determined, a clog in the sipper line to be the cause, and cleaned out the sipper line. Performance tests were performed.